Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in patient information as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
Since the customer did not return the suspected device for evaluation. An in-house testing was performed with the in-house contour next ez meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.